Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. An alarm test and an interior inspection was performed and the device failed, confirming the reported event of low audio output. The root cause was determined to be an assembly error.

Event description:
Territory business manager contacted dexcom technical support on (B)(6) 2014 to claim low audio output on behalf of professional customer on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).